Manufacturer narrative:
Not avail.

Event description:
As per the reporter (consumer), hero mighty patch unspecified was used and experienced skin visibly lifted and damaged, skin literally peeling off, flesh showing, leaving painful scabbing and marks on her face, painful burning, irritation, caused distress and discomfort. This report was received via email and followed up by a survey response from the united states on (B)(6) 2026. The reporter (17-year-old female) reported using hero mighty patch unspecified via the topical route as directed. As per the reporter, "I am contacting you regarding a very serious issue I experienced after using your mighty patch product as directed. After removing the patch, my skin was visibly lifted and damaged, leaving painful scabbing and marks on my face. This has caused me distress, discomfort, and additional expenses for skincare and healing products. I am extremely unhappy with this experience and would like this matter escalated immediately." At the time of ade survey completion ((B)(6) 2026), when asked, "when did you start and stop using the product?" The reporter's response was, "I started about 3 weeks ago. And I'm going to stop because it literally burnt me and has flesh showing on my face and a permanent mark from your pimple patch." When asked, "when was the product used?" The reporter's response was, "3 days ago." When asked, "how, why, amount and frequency of the product was being used?" The reporter's response was, "1 time." When asked, "what symptoms did you experience?" The reporter's response was, "flesh showing, burning, irritation." When asked, "how soon after using the product did the symptoms appear?" The reporter's response was, "next morning after use." When asked, "where did the symptoms occur?" The reporter's response was, "next morning. 3 days ago." When asked, "how long did the symptoms last?" The reporter's response was, "for 3 days." When asked, "what actions did you take when the symptoms occurred?" The reporter's response was, "stopped using the product." When asked, "have all your symptoms resolved now?" The reporter's response was, "no" and reported "my skin is literally peeling off and flesh is showing from a pimple patch used to serve the purpose of healing a pimple." As per the reporter, no professional medical treatment was received. No additional information was available.